Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
It was reported that the compressor mini was malfunctioning. No service report available and no information is stated in the complaint about what could have caused the malfunction or how the issue was resolved. This information is not specific enough to point to any particular fault. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
It was reported that the compressor was malfunctioning. Patient involvement is unknown. Manufacturer's ref. #. (B)(4).